Event description:
(B)(6) is a 27-year-old female g1p1001 at 24w5d who presented to (B)(6) after being referred by outside hospital urgently. She was seen for a suspected twin to twin transfusion syndrome (ttts) which was rapidly progressing to atypical stage iii. She was being followed by ultrasounds every other week until (B)(6) 2022 when it was noted that twin a (donor) had a smaller bladder and was slow to fill. This was followed by another ultrasound on (B)(6) 2022 which noted normal amniotic fluid levels between the recipient and donor twins however, twin a was seen as being subjectively "stuck". Therefore, another ultrasound was obtained on (B)(6) 2022 which noted doppler changes in twin b (recipient) which included the reversal of the a-wave in the ductus venosus and a pulsatile umbilical vein. The fluid levels was 9cm in the recipient sac and less than 2cm in the donor sac. She was then urgently seen at our institution. At ohsu, we repeated the ultrasound and we found to have twin a (donor) with a mitral valve prolapse of 0.6 cm and twin b (recipient) with a mitral valve prolapse of 11.5cm. Both bladders were seen. Twin a was stuck in the maternal right side. Twin a had intermittent absent end diastolic flow of the umbilical artery and pulsatile flow of the umbilical vein. Ductus venosus was found to be normal. Twin b had reversed a-wave of the ductus venosus, pulsatile umbilical vein and normal umbilical artery. The middle cerebral artery for both twins was also measured which showed twin a with a multiple of the median of 0.8 and twin b with a multiple of the median of 0.5. The placenta on ultrasound had differences in echogenicity between the two twins suggestive of twin anemia polycythemia sequence. We also noted that there was a growth discordance of 33% with twin a measuring <1st percentile and twin b at the 10th percentile. No formal echocardiogram was obtained but on ultrasound, it was evident there was poor contractility on twin b. There were findings of cardiomegaly with biventricular hypertrophy. There were arteriovenous valves thickening. Severe tricuspid regurgitation was noted. These findings are suggestive of circular shunt physiology. There was also a starry sky appearance of the liver. Her cervical length was 3.8 cm. The fetoscopic laser surgery for this patient was extremely technically challenging. Entry and access into the uterus were standard without any complication. A fetoscope was used to identify all the vascular anastomosis and a laser was used to coagulate the vascular connections. While firing the laser along the equator, in the middle of the equator, while attempting solemnization a small area had some bleeding which slowed down. This discolored the amniotic fluid and the scope was withdrawn. During this process, we noted an incidental septostomy along with membrane separation. Under ultrasound guidance, we could see membrane within the trocar. After flushing it several times with warm saline, the membrane was separated from the trocar. We performed an amnio exchange with warm saline to improve the visualization. After over 2l of amnio exchange, the fluid was still pink-tinged. There was mild streaming from the trocar site, but none noted from the surface of the placenta. After reinserting the both the diagnostic and curved scope, visualization was still suboptimal because of the septostomy and discoloration of the amniotic fluid. The decision was therefore made to conclude the procedure. Post-operative day 1, the ultrasound findings suggested that the ttts resolved. Twin a (ex-donor) had intermittent absent end diastolic flow of the umbilical artery and pulsatile vein. Twin b had normal ductus venosus and umbilical vein. On post-operative day 2, twin b (ex-recipient) had an elevated middle cerebral artery measured at 2.3 multiple of the median. Ultrasound findings suggest that the diagnosis was reversed ttts. After counseling the patient, we offered several options such as selective reduction and intrauterine transfusion of the other twin. The family elected to proceed with outright delivery. Both twins are alive at day of life 6.